Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was further reported that at times the patient's hr (heart rate) is in the forties. It was noted that another clinic has placed a holter on the patient but the results are not known and that the patient has been in a car accident, has a broken arm, and has fallen off a roof. The device and rv (right ventricular) lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the ER (emergency room) complaint that they have pain and are symptomatic with rv (right ventricular) pacing and last up to one hour post pacing. The physician reprogrammed the device to avoid rv pacing. Additionally, the patient was given a magnet to use when symptomatic. The next day technical support was consulted to review device due to inappropriate pacing via monitor. The telemetry strip is showing 85 magnet mode, but there is no paced data in counters. The device and rv lead remain in use. No patient complications have been reported as a result of this event.